Manufacturer narrative:
The report of low flow alarms was confirmed through the evaluation of the submitted system controller log file; however, a specific cause for this low flow situation and the reported gastrointestinal bleeding could not be conclusively determined. The submitted log file contained approximately 2 hours of data, spanning from (B)(6) 2017 03:47:30 to (B)(6) 2017 05:57:13 and captured numerous low flow events as a result of the average flow value being calculated below the low flow threshold of 2.5 lpm. Several of these low flow events lasted over 10 seconds and resulted in low flow alarms. Despite these events, the system operated above the low speed limit throughout the duration of the log file and appeared to be operating as intended. It was reported that the patient¿s condition stabilized after the patient received multiple blood transfusions. The patient remains ongoing on lvad support and no further related issues have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 28 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that while moving from the chair to the bed, the patient became unresponsive, noted to be shaking with fixed pupils. The patient had symptomatic bleeding, with hemoglobin down from 7.8 g/dl to 3.6 g/dl. It was reported that the patient did not have a stroke. Pump power elevations and low flow alarms occurred. The patient's mean arterial pressure was 40-50 mmhg. The patient was transferred to the intensive care unit and transfused with 6 units of packed red blood cells, 3 units fresh frozen plasma and 1 unit cryoprecipitate for resuscitation. Gastrointestinal bleeding was reported. The patient experienced ischemic colitis with decreased mean arterial pressure, secondary to large right iliopsoas hematoma. The patient¿s condition stabilized. No further information was provided.